Event description:
On (B)(6) 2007, at 0710, pt bled on dialysis treatment bp 182/67 p84 - j-97 resp - 18. Pt alert and talking; at 0719 pt unresponsive - pt bled off machine AED connected o24 at 5l; pt given 2 breaths and ambu; normal saline 900cc give; AED stated "analyzing rhythm; pt became unresponsive 0723; 0720 AED "shocked" x's / ; pt alert and "yelled" out verbals 0724 pt bp 95/57 r-10 p-38 pt sent to ER via ambulance as md advised.